Manufacturer narrative:
The tech found the tread in the brake caster wheels is worn out most likely due to normal wear and tear. Per the hill-rom service manual the advance series bed requires effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Check the tires for cuts, wear, tread life, etc. Test the brake casters to determine if the bed moves when you activate the brake mode, replace or adjust when necessary. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the brake caster wheels for both brake casters and adjusted the casters to resolve the issue. Based on this info, no further action is required.

Event description:
The account reported the wheels for the brake casters were not holding in brake mode. The bed was located in the bed shop at the facility. There was no pt/user injury reported. (B)(4).